Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, "in (B)(6) 2015, a doctor had used bioglue for the operation, which replaced an aortic arch with a vascular graft 'j graft.' Bioglue had been applied to false lumen of both the center and peripheral sides, and the suture line of the aorta including the three branches. After 3 months, somehow leachate seemed to come up and pushed up the chest. So, another plastic surgeon put a fasciocutaneous flap to the affected part. Then, this medical case got a follow-up examination. The reason of the leachate occurrence is not known. Leachate itself was germless. This was the second time for this kind of phenomenon to occur. So, the doctor has a doubt about an influence of bioglue." Additional information was received which identified the hospital as osaka police hospital. The indication for surgery was acute aortic dissection and the procedure was total arch replacement. The date of the procedure was (B)(6) 2015 and bioglue was applied to the suture line, false lumen distal end, and false lumen proximal end. The amount of bioglue applied per site, if other materials were used for reinforcement, if the target field was dry at application, and condition/integrity of the native tissue were all unknown. Cmi also indicated that "the patient was admitted to the hospital for an emergency on (B)(6) because of leachate in chest." As an intervention, "another plastic surgeon put a fasciocutaneous flap to the affected part." Cmi listed the patient's current status as "the invalid is doing well." Although a surgeon's name was not provided, cmi indicated the surgeon is a frequent user of bioglue, the surgeon did not peel bioglue from any surface, the syringe was primed and de-aired, and standard mixing tips were used. On 06/09/2015, the following additional information was also received: also provided the following additional information regarding the complaint description: "I talked with our sales person who has received this complaint. In this case, body fluid came up from the chest. So, this fluid was described as 'leachate.' But, the components may be same as 'pleural effusion.' (Sorry, I am not sure how to describe it in english. Maybe it should have been described as 'pleural effusion')." Multiple requests were made to cmi for additional information regarding patient history and bioglue application, including on (B)(6) 2015 on the cmi questionnaire and on (B)(6) 2015 by email. However, no additional information was received. The following possible lot numbers were identified: 14mjx013, 14mjx014, 14mjx015, 14mjx021, 14mjx023, 14mjx024, and 14mjx028. The manufacturing records for the seven possible lots were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The lots passed functional testing and met cryolife release specifications. A review was performed of the available information. A cause of the reported events and whether bioglue may have contributed to the events could not be determined. There is insufficient detail in the information provided to determine the nature or source for the fluid accumulation. "Leachate" is not a medically recognized term, but is assumed to mean a fluid effusion. Additionally, it is unclear why a tissue flap was necessary to treat the condition as this procedure is usually not performed for treatment of pleural effusions. There are many reasons for a post-operative pleural effusion which are not related to bioglue. These would include atelectasis, pneumonitis, or volume overload.

Event description:
According to the report, "in (B)(6) 2015, a doctor had used bioglue for the operation, which replaced an aortic arch with a vascular graft 'j graft.' Bioglue had been applied to false lumen of both the center and peripheral sides, and the suture line of the aorta including the three branches. After 3 months, somehow leachate seemed to come up and pushed up the chest. So, another plastic surgeon put a fasciocutaneous flap to the affected part. Then, this medical case got a follow-up examination. The reason of the leachate occurrence is not known. Leachate itself was germless. This was the second time for this kind of phenomenon to occur. So, the doctor has a doubt about an influence of bioglue."

Event description:
According to the report, "in (B)(6) 2015, a doctor had used bioglue for the operation, which replaced an aortic arch with a vascular graft 'j graft.' Bioglue had been applied to false lumen of both the center and peripheral sides, and the suture line of the aorta including the three branches. After 3 months, somehow leachate seemed to come up and pushed up the chest. So, another plastic surgeon put a fasciocutaneous flap to the affected part. Then, this medical case got a follow-up examination. The reason of the leachate occurrence is not known. Leachate itself was germless. This was the second time for this kind of phenomenon to occur. So, the doctor has a doubt about an influence of bioglue."